Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 01-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pain /pain started to get worse") and genital haemorrhage ("bleeding became heavier") in a female patient who had essure (ess205) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2002, the patient had essure (ess205) inserted. On (B)(6) 2002, the patient experienced pelvic pain (seriousness criterion medically significant), 3 days after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), rash ("rash appeared under below breast"), alopecia ("hair started falling out"), malaise ("felt sickly "), feeling abnormal ("felt fluey"), pain ("body started aching"), depression ("depressed") and dysmenorrhoea ("painful periods"). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, rash, alopecia, malaise, feeling abnormal, pain, depression and dysmenorrhoea outcome was unknown and the genital haemorrhage had not resolved. The reporter considered alopecia, depression, dysmenorrhoea, feeling abnormal, genital haemorrhage, malaise, pain, pelvic pain and rash to be related to essure (ess205). The reporter commented: consumer stated that several exams were dome (us, bloods, cts, MRI) and nothing wrong was found. She took pain killers for the chronic pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.